Event description:
Additional information received reported that the outcome was resolved without sequelae.

Event description:
It was reported that both leads were fractured. There were 13 ¿defective blocks¿ of the 16 on the two leads. The patient¿s symptoms included muscle spasms in their left back. No action or diagnostic methods had been done. The etiology was the leads and was noted as related to the device or therapy and not related to the implant procedure. The event was ongoing. If additional information is received on interventions or outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3877-45, lot# 0208452196, product type: lead. Product ID: 3877-45, lot# 0 208230889, product type: lead. (B)(4).

Event description:
Additional information reported the impedances were not high after the first implant, all were okay. The anchor was placed after the initial impedance measurement and impedances were measured again following anchor placement. The patient was not stretched during the implant procedure and the patient¿s muscle contractures did not make positioning the lead difficult. The event did result in patient or prolonged hospitalization, medical or surgical intervention, and was noted to not be able to lead to a serious medical occurrence.

Manufacturer narrative:
Product ID: 3877-45, lot# 0208452196, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3877-45, lot# 0208230889, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the first and second leads were non-functional. The leads were directly tested on a test cable and s howed high impedance greater than 10,000 ohms. The lead was replaced as an intervention and the issue was considered resolved.

Manufacturer narrative:
Final analysis of the lead revealed the distal end conductor was broken.

Event description:
Additional information reported both leads were explanted. The event was noted to still be ongoing. Since it was previously reported the event was resolved additional follow-up is being conducted to clarify the event outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.